Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an enterococci bacteremia infection, endocarditis and vegetation. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.